Manufacturer narrative:
H5: method other; device not returned, follow up conversation with kyphon representative. H6: results: other: no conclusion can be drawn.

Event description:
It was reported that a piece of the curette tip broke off during use, and that the physician attempted to remove the broken piece unsuccessfully. The piece was subsequently entombed within bone cement in the patient's vertebral body. It was reported that the procedure was completed without further incident and the patient did not experience any adverse consequences from the procedure.